Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer struck and keeps failed. Customer tried to reboot but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck and repeatedly failed with a ticking noise. A field service engineer (fse) observed that the auxiliary drawer clicked three times and did not open. The fse replaced the open/close sensor and the cubie drawer latch. The unit was tested in hardware test application and functioned as expected, and the customer successfully performed normal workflow without further issues. The system functioned as intended after the field service engineer repaired the device.